Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's call with tandem technical support (cts) disconnected. There was no reported impact to customer's blood glucose. Although multiple attempts were made by cts to obtain additional information, customer did not reply.